Manufacturer narrative:
The subject tjf-260v has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject tjf-260v to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography with the tjf-260v, the elevator wire of the subject device came off the forceps elevator of the subject device. The user replaced the subject tjf-260v to another unspecified device to complete the procedure. The procedure was prolonged for approximately ten minutes due to the replacing the device. There was no report of the patient injury other than above. The subject device was sent to olympus keymed (okm). Okm checked the subject device and found that the elevator wire was broken at the distal end. Also okm disassembled the control body of the subject device to further check and found that the elevator mechanism inside the control body functioned correctly. Okm stated that, based on the previous experience, this phenomenon was attributed to the user handling.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-01615. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause has been unknown. Based upon the previous similar case, it the elevator wire of the subject device snapped due to metallic fatigue caused by repeated stress. The user raised the forceps elevator of the subject device applying the excessive force with inserting a non-compatible endo therapy accessory into the instrument channel. The user inserted and/or withdrew an endo-therapy accessory forcibly with the forceps elevator being raised. The instruction manual of the subject device states the corresponding method in case of an abnormality.